Manufacturer narrative:
A medtronic representative went to the site to test the equipment. On (B)(6) 2017, the medtronic representative confirmed the reported issue. The representative returned to the site on (B)(6) 2017. To resolve the reported issue, the surgeon monitor for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the surgeon monitor on the navigation system flickered. Disconnecting and reconnecting the cable resolved the issue. The issue then reappeared later. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor flickers with vertical sync jitters. The reported issue would occur after the monitor was powered on for more than one hour. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.